Event description:
It was reported that the screen won¿t turn on, beeps, black screen. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a degraded downstream occlusion (dso) seal, scratched lcd lens, and a broken battery compartment. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the main board and lcd display were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.